Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 699 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include thirst, weakness, vomiting and difficult breathing. While on the way to the hospital via ambulance the patient reports being unsure if the cannula had properly inserted into the infusion site. Once at the hospital the patient was treated with intravenous fluids as well as manual insulin shots every 2 hours. In addition the patient was given zofran every 6-8 hours as well as oxygen and cetirizine. The patient was discharged from the hospital after 4 days.